Event description:
It was reported that the function controls were not working on the bed due to frayed power coil cable and the power cord sheathing was damaged with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.